Event description:
It was reported that during the implant procedure, lead noise was observed when the ventricular lead was connected to the pacemaker. Once the atrial lead was connected, the noise was resolved. The lead remains implanted. The patient was stable.